Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported error 23008 on the system and replaced the right master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and found to confirm the reported complaint. A review of field lighthouse logs showed unit experienced the following error codes 23008 and 23007. A visual inspection was performed and found no external damages. The unit was placed on in-house system and also failed with the following errors: 23152, 22032, and 23007. The unit was then placed on sftp to perform fitness tests and 1-hour sine cycle. The unit failed on the following: home manip failed and adv 22032 log_mtm_homing_failure. The unit was internal observed at the roll motor and found the unit had roll magnet delamination. Due to the errored state, unit could not continue testing. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported error 23008 is attributed to the mtm roll magnet and hub.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the master tool manipulator right (mtmr) faulted and was no longer functioning correctly. The site had attempted two power cycles prior to contacting technical support, but the mtmr did not complete self-test. The technical support engineer (tse) reviewed the error logs and identified a 23008-error associated with the mtmr roll axis. The tse suggested attempting a hard power cycle of the console, and the customer considered completing the procedure laparoscopically. During a follow-up call, it was reported that the site was converting to xi, and tse explained that all carts would need to be replaced because the two system types were not compatible for interchange. The procedure was converted to another dv system with no patient injury. Isi followed up with the initial reporter and obtained the following additional information: the mtmr arm became nonfunctional during the procedure and remained static, preventing movement and undocking from the patient until an irk and manual drive mode were used. There was no uncontrolled or reversed motion reported. The procedure was completed robotically using another xi system from a nearby room, with no conversion to laparoscopic or open surgery. There was no patient injury reported. The event caused an approximate 10-minute surgical delay while the defective xi system was replaced.